Event description:
Sorin group (B)(4) received a report that the user of the heater cooler 3t could not warm the pt. The procedure was prolonged.

Manufacturer narrative:
The pt identifier, weight and age were not provided. Sorin group (B)(4) mfrs the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the user of the heater cooler 3t could not warm the pt. The procedure was prolonged. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Patient outcome was normal. The customer determined that the reason the heater cooler did not warm was because the oxygenator heat exchanger was full of metallic particles. A service representative investigated on site and cleaned the particles from the affected pt's tank. The coils were brushed and the water changed several times and filtered to catch any small particles. The unit was functionally tested and ran without any issues. The representative obtained information from the customer that citric acid was frequently used for decalcification. It is likely that the use of the citric acid caused the reported problem. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.